Manufacturer narrative:
The technician replaced the right intermediate siderail cable and ucm board to correct the problem.

Event description:
Info received indicates the bed has a service code flashing 20-49 due to fluid residue on the siderail ucm board causing an intermittent connection on the right intermediate siderail cable.